Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon conclusions of the manufacturer's investigation.

Event description:
Arjohuntleigh has become aware that while lowering the resident utilizing maxi move passive floor lift into chair, one of the sling clip came off midway through transfer. The resident was able to be lowered fully into chair without any problems. No injury was reported.

Manufacturer narrative:
An investigation was carried out into this complaint. It was reported that during lowering a resident into chair utilizing maxi move passive floor lift, one of four sling clips came off a spreader bar. Fortunately, the assisting caregivers were able to continue the patient transfer to the chair. No injury to resident, neither to caregiver has been sustained. When reviewing similar reportable events occurred on maxi move passive floor lifts, we have found a number of cases with similar fault description (clip detachment). If compared to the number of sold devices and in comparison to their daily usage, the occurrence rate for reportable complaints claiming this failure mode is considered to be low. The involved device was inspected after the incident by arjohuntleigh representative. It was found that its spreader bar was wrapped with padding and black tape. The nursing home where the event occurred was not under arjohuntleigh service/maintenance contract. Maintenance of the device was performed by a third party company. A sling clip, once correctly attached and monitored to stay in place by caregivers as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on-label use. It cannot go inward because it is stopped by the metal frame of the spreader bar. It cannot go outward because it is stopped by the metal end stop of the clip attachment lug. It cannot go downward as it is suspended on said clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. The instruction for use for maxi move lift warns (04.km.00): "important: always check that all the sling attachment clips are fully in position before and during the commencement of the lifting cycle, and in tension as the patient's weight is gradually taken up." The spreader bar used with the device was wrapped with unapproved padding and black tape causing an impact on clip attachment lug on which the sling clip is attached on. Such unauthorized alternation to the product could have contributed to the reported outcome - clip slipping out of the lug. Please note that the labeling of the maxi move warns the user: "arjo strongly advise and warn that only arjo designed parts, which are designed for the purpose, should be used on equipment and other appliances supplied by arjo, to avoid injuries attributable to the use of inadequate parts. Unauthorized modifications on any arjo equipment may affect its safety. Arjo will not be held responsible for any accidents, incidents or lack of performance that occur as a result of any unauthorized modification to its products." From this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. Arjohuntleigh suggests reminding the staff involved of the device labelling, with special attention to correct lifting procedure and risk associated with any unapproved modification of the device. Taking into account the listed above facts, it is found the device was being used for patient handling when the event occurred and it was also directly involved with the reportable incident as the sling clip detached during resident transfer. Due to unapproved modification of the spreader bar by the customer facility, the device was not up to its specification at the time of the incident.